Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 184 mg/dl on the reported meter, and a reading of 140 mg/dl on a onetouch ultraeasy meter within 30 minutes. The patient took the action of taking an increased dose of insulin, 10 to 12 units actrapid insulin instead of his usual 8 units. At an unspecified time afterwards, the patient experienced the symptom of sweating. He did not seek any medical attention or treatment. The patient was unable to provide any information about the test strips or his testing technique. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore this complaint is being reported.